Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a tego® connector where the customer reported that the yellow tego cap cracked at the yellow luer lock when disconnecting a patient from the apheresis machine. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number. Corrected information can be found in b5, d10 and e4.

Event description:
The event occurred on an unspecified date.